Event description:
Upon sample evaluation, it was revealed to have broken occluder feet, which would prevent proper shut-off of internal flow, thus allowing a leak to occur (from any residual fluid in the line) at the female adapater as claimed when the minicap was removed.